Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned and evaluated. During the evaluation, the user¿s report could not be confirmed. However, it was noted that high intensity mode was not working due to a worn-out scope socket and slider switch. Furthermore, the unit was received without the main lamp or the accompanying bolts and washers. When checked, the olympus lamp life meter was reaching at 100+ hours. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. A definitive root cause for the reported event could not be determined. Per the device evaluation, the user report could not be replicated. No defect was found during the review of the manufacturing record either. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned, but the initial evaluation and investigation have not yet begun. Should additional information become available prior to the investigation conclusion, a supplemental report will be provided.

Event description:
The customer reported that the evis exera iii xenon light source's lamp would not come on during preparation for an unspecified diagnostic procedure. According to the initial reporter, the procedure was completed using another light source and there was no patient impact.